Event description:
The advocate stated that the customer tested her blood glucose and received a reading of 500 mg/dl using her contour meter. The advocate gave the customer 18 units of insulin based on the reading, which was more than the customer's doctor advised. The customer became hypoglycemic and was taken to the hosp by ambulance. The advocate was unable to provide any glucose readings from paramedics. She stated the customer was treated with an IV, which was most likely glucose. The customer's control solution was expired, so troubleshooting was not possible. The advocate was advised to return the customer's test strips for evaluation. The advocate also insisted the meter be replaced. Replacement products were sent to the customer.